Event description:
Boston scientific received information that at a recent device check this device was unable to be interrogated. The patient had been lost to follow up and not seen by the physician in some time. The patient was being seen at this visit to turn off the device as they are now a do not resuscitate and asked that the device no longer be used for life saving therapies. No changes were made at this time and the device programming could not be changed. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.